Manufacturer narrative:
Alterg has determined that the failure was due to a faulty ic. The ic was identified as suspect previously and has been substituted with alternative in may 2016. A hazard analysis of the reported problem was performed tht indicated the potential for failure can ext to occur (B)(4) uses of the product. There have been no reported injuries due to this event. Alterg will address the faulty component in the field via repair notice to all distributors and offer free replacement parts.

Event description:
As reported by distributor: problem description: - new patient was in the m320, ready to start calibration - when pressing start, the treadmill did not calibrate but the treadmill went immediately to max speed. The belt did not stop when pulling the safety lanyard: emergency stop did not work! - patients shoe soles and shoe toes were seriously damaged by the abrasive belt. - the m320 could only be stopped by interrupting the power: this fast action by the therapist prevented the patient of being hurt. We did service the m300-0446 immediately: replacing the motor controller board 102647 did solve both problems: max. Speed and emergency stop.